Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent froze on a guide wire. The 100% stenosed lesion was located in the mildly tortuous superficial femoral artery (sfa). The 7x23mm iliac 6 french wallstent was advanced to the lesion and deployed. Upon withdrawal of the delivery system, the device was "stuck" on another MFR's guide wire. The sheath was cut and the guide wire and stent delivery system were removed together as a unit. The procedure was completed successfully. No pt injuries or complications were reported. The pt's status is reported as "good."